Event description:
An anterior spinal release andd anterior spinal fusion, posterior ostectomies at l2-l3, l5-s1, posterior spinal ffusion was done from t3 to s1 using insturmentation was performed. On post-op day #7 wound dehishence and wound infection was noted at the inferior most limit of posterior incision. Wound was treated with 10 iodoform gauze and peroxide. Incision did not completely heal until mid 6/89. Hospital stay was extended becuase of incision problem. A home care nurse was required to change dressing x2/day until june.